Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was given a new recharger and was able to recharge with no issues. They tried troubleshooting with the old recharger on several occasions and were never able to get it to work properly. The cause of the difficulty charging was unknown. The most likely cause was a recharger failure. There are no difficulties with the new charger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who states patient is in hcp office and reports troubles recharging with wireless recharger (wr) and they came into the office with ins dead. Patient also notes error code with 41xx. The caller was not with the patient. Rep states that he walked hcp through recharging, thought everything was working great, light on wr was amber. Powered off and powered wr back on. The light flashed green and then stayed green. Rep then instructed patient to move to wr app and saw it was on a screen with 3 numbers. The rep was currently on their way to meet patient to pull logs. Ts reviewed open loop charging and that when this is seen they will want to reposition wr. The rep provided mobility support with the logs. The patient would like to be seen back on friday afternoon ((B)(6) 2021).

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#/serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had just finished meeting with the patient. The healthcare professional had ordered x-rays and found that the ins was on the left side (patient and physicians assistant) thought it was on the right side. Once they tried charging over the actual implant, the recharger connected and charged form 0-100 in 44 minutes. The manufacture representative educated the patient on location of the ins and how to align the recharger for charging. The issue was resolved after the manufacture representative educated the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the wireless recharger (wr) was displaying 4 different error codes: 3167, 2702, 4100, 1707. The caller was able to connect to the recharger app fine and was getting an excellent coupling with the ins 90% charged. The recharger then went into 'search for device', timed out, and then went into the error codes. The caller was able to clear the 3167 code. They sent the patient home for them to try in their home environment. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the sudden recharging disconnection was not determined; however, the patient had retried 2 days later at home and no issues were reported. The rep wrote that the issue had been resolved. Additional information was received from a manufacturer representative (rep). The rep reported reiterated that the patient had been charging at home without experiencing technical issues. However, on (B)(6) 2020 information was received from the patient, who reported the last 3 days they were not able to connect at all and repositioned "a thousand" times if not more and it wouldn't connect. The patient was having difficulty charging as well as connecting to their therapy settings using the communicator. The patient wanted to adjust therapy settings because they are going to the bathroom more frequently every 1.5 to 2 hours. Prior to calling patient encountered 4101 code while using the recharger. The last time they recharged the ins was on wednesday and they charged from 10% to 90% and had no problems. Patient services recharger troubleshooting and how to reposition the recharger over the ins. The patient repeatedly encountered 1707 followed by recharger inactive message during the call 3-4 times. The patient eventually encountered an open loop charging screen. Reviewed how to position the charger over implant and recommended patient position every way possible while waiting 30 seconds between repositioning in order to find optimal position. The highest number patient was able to achieve was 13. Patient services (ps) reviewed open loop charging indicates the ins battery was likely discharged. Patient reported they briefly returned to normal recharging screen which showed therapy was off, however lost connection and had to reposition the recharger over ins which followed with open loop charging again. Patient services reviewed considerations regarding recharger position, position of the ins under the skin, and bodily posture which all may impact telemetry. The patient indicated that sitting in an upright position seems to work best. Ps asked if the existing pocket was reused during battery replacement and the patient reported a new pocket was made for the micro ins and it located about 3 inches to the right of the old pocket. The patient reported no signs of redness warmth or swelling at ins site. The issue was not resolved through troubleshooting. Ps reviewed open loop recharging may take some time before the ins is charged up enough to flip to normal recharging. The patient had to end the call. Ps recommended that the patient follow up with managing physician if the recharging problems persisted. The patient mentioned they have an appointment scheduled for the 11th but will try and get in sooner. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The hcp was with the patient in the office and it was reported that they were unable to charge the ins with the wireless recharger. The caller reported recharge worked for "about the first month then over the last weeks" patient (pt) had not been able to charge the ins. The caller said pt was never able to get more than 3% charge on the ins. Patient said she once saw error code 4101 when trying to charge. Today they were unable to get to the normal charge screen. Technical services (ts) suspects ins is discharged at this time. Ts tried to start physician mode recharge (pmr) but the wireless recharger would not go into the pmr mode. Ts instructed caller on how to reset the wr. After the reset ts instructed caller on how to start a pmr session. Caller was charging the ins with the pmr feature before the call ended. Pt will call back it they are unable to get to the normal charge mode after the pmr has ended. During the call, ts instructed caller to do a reset on the wr and start the pmr. Pt was continuing to charge the ins using the pmr when the call ended.